Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system's monitor image quality was not poor, instead a black screen was displayed in flexvision monitor. Further it was confirmed that the system was outside of clinical use at the time of the reported event. A philips field service engineer (fse) inspected the system on-site and determined that the flexvision monitor was functioning properly, identifying the black screen as the screensaver. This information was communicated to the customer. The system was returned to use in good working order and ready for clinical use. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur as the system did not malfunction and the screensaver was activated. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's monitor image quality was poor, obscuring the catheter. No harm was reported to philips. Philips has started an investigation of this complaint.